Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/1.5/109 (sphere/cylinder/axis), tore during loading, there was no patient contact. It was reported that the backup lens was implanted.